Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's daughter reported via phone call that she experienced low blood glucose. The customer's blood glucose was 45 mg/dl at the time of incident. The customer's blood glucose was 138 mg/dl at the time of call. The customer treated her low blood glucose with soda. The customer's daughter wanted to know when could start bolusing. The customer's daughter was advised that the wizard would track all insulin delivered by bolus and would make accurate suggestion in insulin intake to maintain a good blood glucose status. The insulin pump will not be returned for analysis.